Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior surgical procedure at l5-s1. Sometime post-op it was reported that the patient was complaining of pain. It appeared that one of the setscrews came loose and allowed the vertebral body replacement to migrate. A revision surgery was performed in which the vertebral body replacement was repositioned and the set screw and rod were replaced with new implants. No additional patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and microscopic examination did not identify damage to set screw threads. Optical comparison of set screw rod interface witness, in addition to the corresponding rod set screw interface witness mark depth and morphology are consistent with full tightening of set screws. Inconclusive; after visual and optical examination and comparison to sample rod and set screws, we are unable to identify the root cause of the foregoing event.

Manufacturer narrative:
A review of the device history records did not identify any applicable nonconformance to specification.